Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the day before this report, while he was putting on a new set and the part that connects to his site from the tubing became detached from the tubing, so he was unable to connect to his site. The blood glucose level at the time of the incident was 110 mg/dl. Further, there was no damage when the package was first opened. No further information available.